Event description:
The customer reported that the ortho provue analyzer dripped fluid into the reagent cells during qc testing. The customer indicated that they had just completed monthly maintenance prior to the incident. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer indicated they discovered the connection line to the waste bottle was not connected properly, which most likely resulted in the leakage. The proper connection to the waste bottle has returned the analyzer to expected operation. Instrument malfunction was not identified. The customer has not logged any complaints against this instrument since this incident. Incident is isolated.